Event description:
It was reported that upon inspection at branch noted that the targeter teeth and carbon ring are both broken. The speed sleeve does not lock anymore with the broken teeth.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Appearance and evidences of the breakage surface as well as the absence of plastic deformation indicate that the pegs broke in a brittle manner due to overload. An internal test revealed that the breakage could be reproduced in case the targeting sleeve (speedlock sleeve) was not inserted to its dead stop position and high torsion load was applied to the targeting sleeve (speedlock sleeve) causing the breakage of the pegs at the connection area. The c-ring was most likely damaged/detached during cleaning pre-operatively in the hospital. No deviation was found during function test performed; although damaged, the returned target device is fully functional. The root cause of the reported event is not device related. No non-conformity was identified.

Event description:
It was reported that upon inspection at branch noted that the targeter teeth and carbon ring are both broken. The speed sleeve does not lock anymore with the broken teeth.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.